Manufacturer narrative:
This product is not available for analysis. Additional information and will be submitted within 30 days upon receipt.

Event description:
During a coronary stenting procedure, the stent came off the balloon. The stent dislodged in the pt and was removed using a snare. The procedure was completed with another stent and the pt is in good condition. No add'l details were given.